Manufacturer narrative:
Na

Event description:
It was reported that there were multiple episodes that resulted in inappropriate hv therapy due to noise. Egms suggested noise on the sense/pace channel that appears to be a micro fracture or insulation anomaly. As such, the lead was capped.